Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing were performed and failed due to the receiver not booting up. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The log was not downloaded for review due to the receiver not booting up . Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.